Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced fluid in his lungs and uremia. The hp contacted a baxter technical service representative (tsr) to request therapy assistance that occurred during the initial drain while using the home choice (hc) device. The hp inquired about bypassing the initial drain because he was having drain pain. The hc did not alarm. The hp stated that morning he felt he had too much solution in him and that he felt he had fluid in his lungs (shortness of breath). Three days later, the hp was treated with lasix (orally) and oxygen via nasal cannula (oxygen amount not specified) for the shortness of breath and for the feeling of too much solution in him. At the time of this report, lasix therapy was ongoing. The hp stated his pd nurse (pdn) instructed him to perform a manual drain, which was 2,000 ml. There was no overfill event. The tsr informed the hp he could bypass the initial drain and advised the hp to inform his pdn of the drain pain. The cause of the drain pain was unknown. No treatment was reported for the drain pain, which ¿resolved on its own¿. Seventeen days after experiencing the event of fluid in his lungs, the hp experienced uremia and was hospitalized for four days for the event. During the hospitalization, the patient¿s pd catheter was removed as treatment for the uremia. On an unreported date, the hp was started on hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation by the baxter product analysis lab. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. An internal and external inspection was performed and found no issues. A review of the device event history log did not confirm an overfill event. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The reported issue could not be confirmed or duplicated. The cause could not be determined. There were no failures or malfunctions identified that could have caused or contributed to the reported event. If there is any additional relevant information from that review, a supplemental medwatch will be filed.